Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2018-02953. It was reported (B)(6) the patient experienced ineffective stimulation from the drg system. Diagnostics indicated elevated impedance readings on all contacts for both leads. Reprogramming was unable to provide effective stimulation therapy. Surgical intervention was undertaken and the leads were explanted and replaced. Reportedly, effective therapy was restored postoperatively.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2018-02953.